Event description:
Caller states the pt tested 5.5 inr on the coaguchek system and 4.0 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested of suspect system and replacement was sent.